Manufacturer narrative:
The following devices were also listed in this report: 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mhre76. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Head disassociation revision, trunnions, infected hip with placement of stem and all poly cup. On (B)(6) 2018: explant photos show trunnion damage and poly wear.